Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that as of the date of this medical investigation, responses to information requests have not been received and the provided intake forms are non-translated and hand-written. The material composition of the retained drill tip is listed as 17-4 stainless steel and the device is manufactured and intended as an externally communicating device which is not approved for long term internal tissue exposure; therefore, long term implantation data is not available. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Reportedly, ¿when passing the guide it hit the shaft and broken it. The drill tip was not removed from the patient.¿; therefore, a user technique contributed to the reported event. The patient impact includes the retained, non-implantable foreign body. It is unknown if the drill fragment is securely embedded in the bone so possible micro-motion and/or migration, local irritation/discomfort, and/or corrosion cannot be ruled out. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of instructions for care, maintenance, cleaning, and sterilization of smith & nephew orthopedics devices for single-use devices revealed that as the devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device they should be cleaned and/or inspected prior to sterilization. The device should not be reprocessed or reused if comes in contact with blood, tissue or bodily fluids. Reuse may increase risk of breakage, failure, patient infection, patient injury and revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a tka surgery due to a fracture of the right femur, when passing the guide, it hit the shaft and broken it. When drilling the sterile 6.4mm drill, it hit the rod and ended up breaking. The position was lateral decubition, the drill tip was not removed from the patient. The procedure was resumed, without any delay, using a s+n back-up device. No further information available at the moment.

Manufacturer narrative:
H10: internal complaint reference: (B)(4)